Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
Hamilton medical ag received the following incident description: the ventilator alarmed with " panel connection lost " during the ventilaton with a patient.

Event description:
Hamilton medical ag received the following incident description: the ventilator alarmed with " panel connection lost " during the ventilaton with a patient.

Manufacturer narrative:
Investigation is ongoing.